Event description:
During a remote follow-up, increased capture threshold which resulted in loss of capture and increased pacing impedance was observed on the right ventricular (rv) lead. The alleged cause of the event was due to calcification, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.